Event description:
It was reported that during a da vinci si sigmoid colectomy procedure the mega suture cut needle driver instrument lines were noted to be frayed. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the instrument lines were frayed. The pitch cable was broken at the distal end. The cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. Engineering also found the back idler pulley was corroded. A few back idler pulleys exhibited some rust. The idler pulleys were not seized and still rotated freely. Engineering concluded the damage was likely due to improper cleaning. No other damage was found. The cleaning and sterilization user manual specifically states: o when scrubbing the tip of cautery instruments, take care not to damage the insulation. O do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. O prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.